Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is due to the reported information and because a malfunctioning irrigation lumen may lead to leakage or urine from the device which can pose the risk of contamination (with resultant infection) to patients using the device. It is expected that a urinary catheter that is impossible to irrigate will be removed by a health care professional and replaced with a new one. There was no report of a patient affected in this case. An analysis on the returned sample provided was tested and did not perform to our requirement due to presence of 'gunk' at the irrigation lumen. The irrigation airline was examined under magnification. It was observed that the irrigation eye was occlusion. No deformity or abnormality could be found anywhere along the entire length of the catheter shaft when the irrigation lumen was carefully cut opened and examined. Reviewing of the in-process functional test report for dip codes did not reveal any sign of such defect detected during the irrigation test. The samples taken from this manufacturing lot met the specification when subjected for the functional test in accordance to (B)(4). The issue has been investigated and a CAPA has been implemented. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported that irrigation was impossible in use. The injection port was prone to detachment.